Manufacturer narrative:
One device was returned for repair. Event log showed "cassette not attached properly" alarms. The device had previously been in for similar issue. The reported problem of cassette not attached properly alarm was replicated when attaching and latching cassette set in place. The downstream occlusion (dso) sensor and a/d value readings were off with value of over 400 mv. Visual inspection showed minor bubble on dso seal and degraded dso sensor upon disassembly. Replaced dso sensor assembly to resolve issue. Device passed all functional test post repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's cassette was not applicable. There was no patient involvement.